Event description:
The customer reported to olympus that the hd 3cmos autoclavable camera head had a poor quality image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the poor image of the camera head was due to a faulty charged couple device, kinks and knots were on the cable, a smashed connector tip, and the switch 2 and focus button were not working due to a faulty switch board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not possible to establish the root cause. However, it is surmised that image failure occurred due to faulty charged coupled device. We could not surmise the cause of the faulty charged coupled device. Olympus will continue to monitor field performance for this device.